Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Follow up attempts to obtain additional information pertaining to event details are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.